Event description:
The customer reported the unit will not attach to the stand and the fan guard is broken. The device was not in use at the time of the reported event; therefore, there was no patient involvement.